Event description:
Anchor was used in achilles tendon repair. Patient has pain in the heel and cannot lean or put pressure on it without significant pain. Redness or swelling are not apparent. Dr will check for allergic reaction and monitor the case.